Event description:
It was reported to philips that the system's c-arm was unable to make rotational movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during the cardiac chambers (congenital structural heart) diagnosis procedure. The procedure was completed as planned by restarting the system. It was reported to philips that the c-arm movements restricted. Review of the log files shows c-arc has lost calibration. Upon troubleshooting, the philips remote service engineer (rse) checked the system and found c-arc rotation was not working and requested onsite support. The philips field service engineer (fse) visited onsite and found that the clea c-arc was not calibrated. To resolve the issue, fse calibrated the c-arc position and motor currents. After repair, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If c-arm movement issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A c-arm movement issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.